Event description:
The graft was implanted for a femoral-popliteal procedure. When it was declamped, the dr noticed that it leaked blood from a hole in its wall. The section of the graft with the hole was removed and replaced with a vein section from the pt. The clamps were again released and the dr noticed a "few more" leaks from holes in the remaining section of the graft's wall. After reclamping and declamping, the graft became blood-tight and was left in. The pt's condition is ok. Note: the quantity of blood that leaked through the graft is unk. The segment of the graft that was removed, was discarded by the hospital and therefore is not available for eval.